Manufacturer narrative:
The device has not been explanted, if it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: the complaint has been closed out as there is no information about a potential date for surgery the complaint will be reopened as and when the patient undergoes surgery and the device is received for investigation. Currently available information indicates a possible problem with the active electrode. To determine an exact root cause a device investigation of the explanted device is necessary.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. This damage has been already present since 2011. Reportedly, the recipient has been a non-user for several years. A device investigation is necessary to determine a root cause. However, no date for revision surgery has been stipulated yet.

Event description:
It was initially reported in 2011 that the user has no more hearing sensation with the device. In situ measurements from december 2010 showed a functional device, testing from june 2011 showed all channels in status high or involved in short circuits. A CT scan from 2011 showed the array in position. As per additional information from 2019, the user hadn't been using his audio processors (bilateral implanted) for 6 years since they were lost. During a processor upgrade handout in situ measurements showed all channels with high impedance. In 2010 the external and internal parts were checked and working, however the usage was just for 6 months. In 2011 the patient had suffered convulsions and high fever. No trauma has been reported. There are no reports on further steps that the clinic will take, although re-implantation has been suggested.

Event description:
It was reported that the pt no longer has any access to sound. The pt had the first fitting in (B)(6) 2010 and had good responses to sound in the low and middle frequencies after the first fitting, during (B)(6) and (B)(6) 2011, according to the father. The pt was unable to attend further fitting in (B)(6) 2011, due to illness (vomiting and high temperature). Testing of the device on (B)(6) 2011, showed 9 electrode channels with hi impedances. The gp impedance was not determinable. There is no report of an accident or trauma occurring. The pt is bilaterally implanted and has a similar issue with the contra-lateral side, see MFR report 9710014-2011-00220.